Event description:
It was reported that intermittent occlusion alarms occurred, with the occlusion issue causing blood glucose levels to exceed 500 mg/dl, reading "high" on the cgm. The specific value of the blood glucose level was unknown, but it was displayed as "high." The customer took corrective actions, attempting a correction bolus via the pump and switching to correction injection via mdi if unable to complete the bolus. No third-party assistance was required. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin use.